Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was trying to input her blood glucose level and the device would not scroll up 240. Customer attempted to fix the issues by replacing the battery, did not work. Customer reported the device might have alarmed button error. Customer's blood glucose was 240 mg/dl. Customer reported she had dropped the device multiple times on the floor, as a significant event that may have cause the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No sticking buttons, ramping numbers on their own or scrolling bar moving anomaly noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No damage inside the insulin pump noted.